Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of greater than 2500 ohms. It was suspected that the lead had fractured. It was also noted that there were atrial tachy response (atr) episodes with noise in device storage. The lead is likely to be revised during a future device change out procedure. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. Visual inspection revealed insulation damage approximately 13 centimeters from the is-1 terminal pin. A x-ray revealed a fracture of the cathode coil at this same point.

Event description:
Subsequently the lead was returned for analysis.

Manufacturer narrative:
As of today the lead has not been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the lead and device were explanted and replaced. The lead is expected to be returned for analysis; the device is not. There were no additional adverse patient effects reported.